Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level ranging from 200 to 562 mg/dl. Cause was not known. Customer changed supplies and administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.